Manufacturer narrative:
A sample labeled with lot number 1729689964 was received for evaluation. After performing a visual inspection of the sample, 10ml of water was inserted into the tube to activate the hydromer coating and the stylet was able to be removed from the tube. The reported condition could not be duplicated. The device history record did not indicate that there were any issues during the manufacturing of this lot. The reported condition could not be confirmed; the most likely root cause indicates that this issue could occur if the instructions for use (IFU) are not followed completely. The IFU states ¿feeding tubes should be flushed frequently to prevent clogging that may cause the medication and nutrition accumulation through the tube. Please refer to the IFU instructions for the proper procedure for insertion of the feed tube and extraction of the stylet for stylet placement; using a syringe, inject approximately 10 cc of water into the tube to activate the hydromer coating. Once the tube position has been confirmed, reactivate the hydromer coating with another 10 cc of water before attempting removal if the stylet has been indwelling for any appreciable time.¿ there are no corrective actions deemed necessary at this time as the reported condition could not be confirmed however we will continue monitoring the process for any adverse trends that require immediate attention.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
During the drug administration to the patient, it wasn't possible to remove the guide after positioning the nasogastric tube.